Event description:
The customer reported the system failed to boot up and mixed patient images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reformatted and the software was reloaded along with the calibration files. The system was then found to be operating as intended.